Event description:
Reported due to a guide break requiring surgical intervention. The physician attempted closure of an arteriotomy site with a preclose proglide device following a diagnostic procedure. Fluroscopy was performed prior to the procedure with the following findings: vessel size was 7 mm; there was no calcification or tortuousity and the site was confirmed to be in the common frmoral artery (cfa). It is unknown if scar tissue was present at the groin site. The device was inserted without any difficulty, at a 45 degree angle. Reportedly, after the plunger was retrieved there were no sutures connected. The physician decided to abort the closure but could not removed the device. Per instructions for use, fluoroscopy was performed. It was noted that the device "seemed to have broken into two pieces with only a suture in between." Also "the foot could not be properly retracted in-line with the device for removal." The patient was sent to surgery for the removal of the device. A cut-down procedure was performed and the device was removed in its entirety. The patient was discharged to home the next day.

Event description:
Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "six (6) mm" and condition of the vessel was, "less (than) fifty percent (50%) calcified." Scar tissue was also present at the groin site.